Event description:
New information received on (B)(4) 2019 indicating that the patient presented for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic complaining of phrenic nerve stimulation. Chest x-ray confirmed the left ventricular lead had become dislodged and was in the atrium. The lead was programmed off. The patient was in stable condition.